Event description:
The customer reported to olympus that the 4k autoclavable camera head had image problem (after hooking up camera, it was noticed that the image was bad). The issue was found during preparation for use. The intended procedure was completed with no issues after the camera cords were replaced. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the e222 error code was displayed on the monitor due to the faulty cable, and the cable failed the leak test on the camera head connector. The evaluation also found a minor faded label on the rear cover that does not affect functionality. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.